Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in pacing inhibition. The patient had an underlying rhythm during the episodes. Further testing was performed and the noise was not reproducible. Impedance measurements were noted to decrease from 750 to 392 ohms. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.